Event description:
The customer alleged that he performed control tests using his contour meter and received a result of 284 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer had poor eyesight and was unable to troubleshoot during the call. He was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.